Event description:
It was reported that during the procedure in the circumflex artery, the 2.5 x 28 mm xience v rx stent system was advanced into the patient anatomy. Resistance was felt and some force was applied. A kink occurred on the proximal shaft at the hub. The physician continued to advance the stent system into the patient anatomy and the device separated into two pieces at the hub outside the patient anatomy. The separated segment was easily removed from the patient anatomy. A new same device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned to abbott vascular for analysis. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Hypotube (proximal shaft) detachments are often the result of ductile overload (material stress/fatigue). Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks and damage. It was reported that during advancement resistance was felt and force was applied. The proximal shaft kinked and the physician continued to advance the sds and the proximal shaft separated outside of the patient. It should be noted that the xience v instructions for use states: should any resistance be felt at any time during coronary stent system withdrawal, the stent delivery system and guiding catheter should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It appears that the application of force when the resistance was felt during advancement resulted in the proximal shaft kink and subsequently led to the detachment. A search of the lot history record indicated no related non-conforming materical records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.